Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and anaemia ("blood or heart disorder/condition") in a 29-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (delivering her fourth child.). Concurrent conditions included uterine enlargement since (B)(6) 2011. Concomitant products included carisoprodol and ibuprofen. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash (under stomach and around legs)"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and muscle spasms ("muscle spasm in my spine and hips"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2010, 4 years 2 months after insertion of essure (ess205), the patient experienced anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("hypersensitivity reaction"), dyspareunia ("dyspareunia(painful sexual intercourse),"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and fluid replacement (blood transfusion). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved and the anaemia, menstrual disorder, hypersensitivity, rash, tooth disorder, dyspareunia, cystitis, urinary tract infection, migraine, headache and muscle spasms outcome was unknown. The reporter considered alopecia, anaemia, cystitis, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- depression, migraine/headache, pelvic pain, anemia. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs and mr added:reporter added, lot number received, demographic added, events added are as follows- vaginal haemorrhagia, menorrhagia, hypersensitivity, rash, anaemia, tooth disorder, dyspareunia, fatigue, alopecia, cystitis, urinary tract infection, vaginal infection, migraine, headache, muscle spasm. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and anaemia ("blood or heart disorder/condition: anemia") in a 29-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test" on (B)(6) 2011. The patient's past medical history included cesarean section (delivering her fourth child.). Concurrent conditions included uterine enlargement since (B)(6) 2011. Concomitant products included carisoprodol, carvedilol, ibuprofen and iron. In 2006, the patient experienced rash ("rash (under stomach and around legs)/rashes under my stomach and around my legs/ allergic or hypersensitivity reaction type: rashes/ rashes or skin conditions type: rashes"), urinary tract infection ("urinary tract infection") and muscle spasms ("muscle spasm in my spine and hips"). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleding (menorrhagia)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse),"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced anaemia (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced adnexa uteri cyst ("left para tubal cyst"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and fluid replacement (blood transfusion). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved and the anaemia, menstrual disorder, rash, tooth disorder, dyspareunia, cystitis, urinary tract infection, migraine, headache, muscle spasms, adnexa uteri cyst and dysmenorrhoea outcome was unknown. The reporter considered adnexa uteri cyst, alopecia, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- depression, migraine/headache, pelvic pain,anemia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and anaemia ("blood or heart disorder/condition: anemia") in a 29-year-old female patient who had essure (ess205) (batch no: 581531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test" on (B)(6) 2011. The patient's past medical history included cesarean section (delivering her fourth child.) And vitamin deficiency. Concurrent conditions included uterine enlargement since on (B)(6) 2011. Concomitant products included carisoprodol, carvedilol since on (B)(6) 2007, ibuprofen since on (B)(6) 2007 and iron since on (B)(6) 2007. In 2006, the patient experienced rash ("rash (under stomach and around legs)/rashes under my stomach and around my legs/ allergic or hypersensitivity reaction type: rashes/ rashes or skin conditions type: rashes"), urinary tract infection ("urinary tract infection") and muscle spasms ("muscle spasm in my spine and hips"). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), anxiety ("mental anguish") and back pain ("back pain"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleding (menorrhagia)"). On (B)(6) 2010, the patient experienced anaemia (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced adnexa uteri cyst ("left para tubal cyst"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and dysmenorrhoea ("dysmenorrhea (cramping)". The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and fluid replacement (blood tranfusion). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved and the anaemia, menstrual disorder, rash, tooth disorder, dyspareunia, cystitis, urinary tract infection, migraine, headache, muscle spasms, adnexa uteri cyst, dysmenorrhoea, depression, anxiety and back pain outcome was unknown. The reporter considered adnexa uteri cyst, alopecia, anaemia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- depression, migraine/headache, pelvic pain,anemia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received - new event "depression, mental anguish, back pain" were added. Historical conditions was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and anaemia ("blood or heart disorder/condition: anemia") in a 29-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test" on (B)(6) 2011. The patient's past medical history included cesarean section (delivering her fourth child.). Concurrent conditions included uterine enlargement since (B)(6) 2011. Concomitant products included carisoprodol, carvedilol, ibuprofen and iron. In 2006, the patient experienced rash ("rash (under stomach and around legs)/rashes under my stomach and around my legs/ allergic or hypersensitivity reaction type: rashes/ rashes or skin conditions type: rashes"), urinary tract infection ("urinary tract infection") and muscle spasms ("muscle spasm in my spine and hips"). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse),"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced anaemia (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced adnexa uteri cyst ("left para tubal cyst"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and fluid replacement (blood transfusion). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved and the anaemia, menstrual disorder, rash, tooth disorder, dyspareunia, cystitis, urinary tract infection, migraine, headache, muscle spasms, adnexa uteri cyst and dysmenorrhoea outcome was unknown. The reporter considered adnexa uteri cyst, alopecia, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- depression, migraine/headache, pelvic pain,anemia." Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received. The reporter information was updated. Her demographic was updated. Her concomitant medication was added. Per plaintiff fact sheet following events: left para tubal cyst, dysmenorrhea (cramping) and she didn¿t undergo an essure confirmation test were added. Event hypersensitivity reaction updated to allergic or hypersensitivity reaction type: rashes and clubbed with event rashes or skin conditions type: rashes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and anaemia ('blood or heart disorder/condition: anemia') in a 29-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test" on (B)(6)2011. The patient's medical history included hypertension in (B)(6) 2006, cesarean section (delivering her fourth child.) And vitamin d deficiency. Concurrent conditions included uterine enlargement since (B)(6)2011. Concomitant products included carisoprodol, carvedilol since (B)(6) 2007, ibuprofen since (B)(6)2007 and iron since (B)(6) 2007. In 2006, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and muscle spasms ("muscle spasm in my spine and hips"). On (B)(6)2006, the patient had essure (ess205) inserted. In(B)(6)2006, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss") and back pain ("back pain"). In (B)(6) 2006, the patient experienced migraine ("migraine") and headache ("headache"), 1 day after insertion of essure (ess205). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In december 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash (under stomach and around legs)/rashes under my stomach and around my legs/ allergic or hypersensitivity reaction type: rashes/ rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia(painful sexual intercourse),"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On(B)(6)2011, the patient experienced anaemia (seriousness criterion medically significant) and adnexa uteri cyst ("left para tubal cyst"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with nifedipine (procardia), sertraline hydrochloride (zoloft), surgery (total hysterectomy (uterus and cervix removed)) and blood transfusion. Essure (ess205) was removed on(B)(6)2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, alopecia, migraine, headache and abdominal pain had resolved and the anaemia, menstrual disorder, rash, tooth disorder, cystitis, urinary tract infection, muscle spasms, adnexa uteri cyst, dysmenorrhoea, depression, anxiety, back pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, anaemia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, post procedural complication, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted : onset date of events migraine and headaches (B)(6) 2006 and dysmenorrhea (cramping) (B)(6)2006. While essure insertion date is (B)(6)2006 as per pfs(fu-5). Patient received treatment for pelvic pain, abdominal pain, dyspareunia, migraine, headaches. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- depression, migraine/headache, pelvic pain,anemia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: events: abdominal pain and post removal complications were added. Outcome and rcc comments updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total abdominal hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.